Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a prime (load step malfunction) issue. It was alleged that there was a filled cartridge in the pump and the pump was priming the tubing during the load step. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because there is the potential for insulin over delivery if the patient is not disconnected during the load cartridge step. The owner's booklet provides a warning to the user to never start the prime/rewind sequence on the pump while the infusion set is connect to the body and provides multiple reminders during the prime/rewind sequence.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/28/2017 with the following findings: a review of the black box showed one cartridge detected 163 alarm. The load step malfunction was duplicated during investigation. During the load step, the piston pushed up until the cartridge was empty. The force calibration failed. Moisture was found behind the display lens. The pump was opened to find moisture on the force sensor pins and throughout the pump casing.